Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The product evaluation determined that the reported issue was not confirmed. Problem reported was inspected, unable to duplicate the issue.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Pump was set at 40ml/hr for 2.5 hrs, it seemed to be running fine and then at the 1 hour mark it ran the rest in about 30 minutes. The flow rate on the pump didn't change but it ran through the reminder extremely fast.